Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and lead system experienced oversensing. An invasive procedure was performed and insulation problems were identified on the atrial and ventricular leads, near the terminal pin. A new device and leads were implanted.